Event description:
It was reported that the device was placed via radial to basilica vein to start dialysis in the forearm because of recurrent calcified stenosis of the shunt, distal to the arterial anastomosis, non-responsive to the balloon angioplasty used with the over-the-wire ptd. The device jammed in the stenosis and ceased spinning. The basket separated from the device drive shaft with divergence of the basket wires which were now unattached at their proximal end. As a result, the device was removed with a snare. There were no reported pt complications.

Manufacturer narrative:
There is a precaution in the devices IFU which states "during native fistula declotting, an appropriate guidewire should be used with the otw device. Excessive vessel tortuosity (i.e. Tight stenosis alternate with broader segments of vessel or sharp angle of anastomosis) may significantly complicate the thrombectomy procedure." Follow-up report will be filed if add'l info becomes available.